Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced inflammation, pain, bone loss and light swelling. It was observed that implant failed to integrate.